Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device found the plunger, suture, link, needles, and cuffs were not returned. The guide was broken, but remained attached to the actuator wire. The guide tube was severely damaged at distal end where the guide broke. The observed damage is consistent with inserting the device into the patients anatomy against resistance. Device inspection revealed that hydrophilic coating was present on the sheath surface and there were no abnormal observations that could cause resistance while introducing the device into the patients anatomy. Challenging anatomical conditions such as vessel calcification, tortuosity, and scarred tissue are potential contributing factors but none of these were reported. However, the instructions for use (IFU), under the precautions section, states: do not advance or withdraw the perclose proglide device against resistance until the cause of that resistance has been determined. Excessive force used to advance or torque the perclose proglide smc device should be avoided, as this may lead to significant vessel damage and/or breakage of the device, which may necessitate intervention and/or surgical removal of the device and vessel repair. Based on our investigation, the root cause for the guide break is incorrect technique. No manufacturing or quality issue was detected. A review of the device history record did not reveal any nonconforming material records associated with this lot. A query of the complaint database for this lot revealed no incidents with similar vaguely reported experience that the device failed during the closure procedure. Also, there were no similar incidents from this lot that exhibited the guide break during use.

Event description:
It was reported that an unspecified operator, therefore, unable to know if trained in the use of the proglide device, attempted arteriotomy closure of an unspecified vessel after an angioplasty procedure. Reportedly, the device failed during the closure procedure and it was replaced by a 7fr sheath. Hemostasis was maintained. Clarification regarding the device failure, operator of the device and patient final outcome was requested, but the facility reporter declined to provide any further information.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.